Event description:
On 6/18, 10:15 pm, a 20 gauge catheter 1-1/4 inch was started in the left wrist with no difficulty. At 11 am on 6/19 when the catheter was discontinued, the sheath of the catheter was not connected to the catheter. The nurse applied immediate pressure at the site and the physician was called. X-rays were taken with pressure being applied and initially catheter was identified. At 11:45 am physician was present for cut-down and pressure was released. Catheter was not retrieved at the site and incision was lengthened. Physician could not locate despite longer incision. Further x-rays failed to locate it. Hand, wrist, arm and shoulder were done. On 6/20, at time of report, there has been no further complications.